Event description:
It was reported: the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was able to remove the broken piece and there was not left in the patient body.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed s taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.